Event description:
Customer reported that an a positive donor sample was tested on the galileo for fwd_abo assay, and resulted as ab positive.

Manufacturer narrative:
The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype due to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.the customer did not return product or sample for testing.